Event description:
An ophthalmic doctor reported that the cutter did not operate (referring to cutting condition as per follow up information) before cataract surgery (with intra ocular lens implant). The surgery was completed after replacing the product with another one. The condition of aspiration was unknown. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.4., d.9., h.3., h.6. And h.11. One opened probe was received, with a tip protector, in a bag, for the report of cutter. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face and welded cap. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for all functional tests; however a hissing sound was observed during actuation/aspiration test. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at several locations along the inner cutter. The engine was disassembled and the 2nd o-ring was observed to be pinched between the spacer and walls of the rear housing. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation does not confirm the event reported. The evaluation confirms the event about hissing noise. A potential contributor factor for the hissing noise the engine component damaged. How and when the engine component became damaged cannot be determined from this evaluation, however, an internal manufacturing related issue cannot be ruled out. A nonconformance investigation is currently in progress related to the engine component damaged. No additional actions have been taken by the manufacturing site as the reported cut failure was not confirmed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).